Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and granuloma.

Event description:
Patient representative reported for right side "seroma, pronounced painful breast swelling, siliconoma and rupture". Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Unable to confirm if all shell was received.

Event description:
Patient representative reported for right side "seroma, pronounced painful breast swelling, siliconoma and rupture". MRI confirmed right side ¿lmphadenopathy axillary bilateral, dd reactive¿ and " multiple implant ruptures with peri-implant seroma bilateral." Ultrasound confirmed right side seroma. Device has been explanted

Manufacturer narrative:
The events of lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy.

Event description:
MRI confirmed right side ¿"lymphadenopathy" axillary bilateral, dd reactive¿ and " multiple implant ruptures with peri-implant seroma bilateral." Ultrasound confirmed right side seroma.